Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely, as a battery depletion (bd) error was observed. A request was made to have data from this s-ICD analyzed which confirmed that the battery was depleting prematurely. Technical services (ts) recommended replacement. The field representative noted this patient will undergo a change out procedure in the near future. This s-ICD remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely, as a battery depletion (bd) error was observed. A request was made to have data from this s-ICD analyzed which confirmed that the battery was depleting prematurely. Technical services (ts) recommended replacement. The field representative noted this patient will undergo a change out procedure in the near future. This s-ICD remains in service at this time. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted due to product performance allegation. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely, as a battery depletion (bd) error was observed. A request was made to have data from this s-ICD analyzed which confirmed that the battery was depleting prematurely. Technical services (ts) recommended replacement. The field representative noted this patient will undergo a change out procedure in the near future. This s-ICD remains in service at this time. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted due to product performance allegation. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.